Manufacturer narrative:
(B)(4). The cycler was not replaced under this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis registered nurse (pdrn) reported a patient developed peritonitis due to the patient not following aseptic technique. The patient was cultured on (B)(6) 2015 and the organism identified was (B)(6). The patient was not hospitalized and was treated with vancomycin 2gm (ip). The patient was clear of infection when re-cultured on (B)(6) 2015.